Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. Upon investigation, the belt failed the pulse lead hi-pot test. The cause of the test failure was isolated to a short in the distribution node. The heat shrink tubing came loose from the pulse wires, exposing the wires and resulting in the short. The root cause of the loose heat shrink tubing was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
While investigating belt (B)(4) for an unrelated issue, a reportable problem was found. The belt failed a pulse lead hi-pot test.